Event description:
Patient presented with an infection at the surgical incision site post achilles tendon repair with orthadapt augmentation; the graft was subsequently explanted (dates of implant, infection and explant are unknown).

Manufacturer narrative:
The case involved an achilles tendon repair with orthadapt augmentation where the patient developed an infection. Infection is a non-sporeforming gram-positive cocci and categorized as vegetative bacteria; thus, is susceptible to the orthadapt proprietary sterilization process. Any vegetative bacteria microorganisms present during the orthadapt manufacturing process would not survive the sterilization process. Therefore, it is highly unlikely that the infection could have come from the implant. The case assessment, based on the provided information, indicates the likely cause of the event to be an infection. However, the source of infection is not known at this time. Neither the product nor the product lot number was provided to the manufacturer. The manufacturer of the device at the time was pegasus biologics, inc.